Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 6/7/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round moderate profile 425cc saline prosthesis, catalog: 3501670, serial number: (B)(4), lot: 5578860. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
On 6/12/2018, mentor received additional information that the patient underwent bilateral removal and replacement with mentor memorygel breast implant 525cc gel prostheses on (B)(6) 2018. The mentor failure analysis lab received the device for evaluation on 6/12/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 525cc gel prostheses on (B)(6) 2018. The device was received at mentor without fluid. The product evaluation team observed a crease on the anterior and extending to posterior aspect. An area of shell abrasion was also found at the end of the crease on the posterior aspect. In addition, a rent measuring approximately 0.1 cm was discovered within the shell abrasion. No other anomalies were observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent, shell abrasion and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. All the implants are 100% inspected before leaving the facility. The device history record (DHR) of lot number 5578860 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).